Event description:
The manufacturer sales representative reported one of the tips of the device was observed to be fractured off and missing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.